Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument associated with this complaint, and a failure analysis (fa) investigation was completed. Fa replicated and confirmed the customer reported complaint. The instrument was found to have a bent grip, causing side-to-side misalignment of the grips. There was a 0.041-inch offset at the tips.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. No product has been returned to intuitive surgical, inc. For evaluation.

Event description:
It was reported that during a da vinci assisted right hemicolectomy, when using the maryland bipolar forceps for dissection and coagulation, the surgeon experience tissue sticking at the instrument tips, including adjacent healthy bowel tissue. When the instrument jaws were opened for removal, healthy tissue was pulled off, causing very minor bleeding. Consequently, small portions of tissue were excised as a result of this incident, with subsequent repair through cautery using the monopolar curved scissors instrument. It was reported there was bio-debris build-up prior to when the sticking was observed. The instrument tips were cleaned, and electrolube was applied on the tips. The instrument was reinserted, yet the problem persisted. Thus, the instrument was replaced with a new maryland bipolar forceps. The procedure was completed with no further issues. The patient is currently in stable condition.